Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was 300 mg/dl with a trace-small ketone level. The customer had reverted to using insulin injections to manage diabetes. After the occlusion alarms, the customer would change the supplies on the pump. Tandem technical support had the customer perform a system check with the current supplies on the pump and the most recent occlusion appeared to be possibly related to the infusion site as the insulin was observed exiting the infusion tubing without an occlusion alarm; however, the customer believed the occlusions were pump related.